Manufacturer narrative:
The manufacturer has not completed the investigation of this event. A follow-up report will be provided upon completion of the investigation. Pain and bruises on the nipples are known side effects of natural breast feeding and also known side effects of using breast pumps. We know that a slight change of the position during using of the device may help to avoid pain. Also a larger cushion can help. The device has been designed according to safety standards and is safe to use when used according to the dfu. Follow-up 8/6/2021 the device was returned and investigated. On the 3rd of august the team has provided the technical report and the device is performing as per specification. No anomaly was detected. We conclude that pain and bruises on the nipples are known side effects of natural breast feeding and also known side effects of using breast pumps. We know that a slight change of the position during using of the device may help to avoid pain as well as a larger cushion can help. On 4/06/2023: during quality review of this case and MDR submissions, it was found that the orgifnal follow-up submission was rejected by the webtrader system. This is being resent to ensure FDA receipt.

Event description:
A customer claims that she got bruises on her nipple and areola after using the breast pump. The damages on her skin are, according to the customer, permanent. No medical attention was sought. Date of incident is unknown. Device expiration date is not applicable.

Manufacturer narrative:
The manufacturer has not completed the investigation of this event. A follow-up report will be provided upon completion of the investigation. Pain and bruises on the nipples are known side effects of natural breast feeding and also known side effects of using breast pumps. We know that a slight change of the position during using of the device may help to avoid pain. Also a larger cushion can help. The device has been designed according to safety standards and is safe to use when used according to the dfu.

Event description:
A customer claims that she got bruises on her nipple and areola after using the breast pump. The damages on her skin are, according to the customer, permanent. No medical attention was sought. Date of incident is unknown. Device expiration date is not applicable.